Event description:
A malfunction alarm occurred, indicated by malfunction code malf 0, but no notable events happened prior to the issue. Blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur after the reset, and the customer was advised to call back if any malfunction happened again. The customer continued using the pump with no further reported issues.